Manufacturer narrative:
(B)(4). The insulin pump received with broken battery tube thread and broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 162 mg/dl. The customer reported that there was crack reservoir and near battery. The troubleshooting was not performed. The insulin pump will be returned for analysis.